Event description:
During an in clinic follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The complaint of failure to interrogate was confirmed. The device was received with no telemetry and with battery voltage at eol levels. A new battery was connected, product code was reloaded and device showed normal working conditions and able to be interrogated successfully. Analysis performed indicated normal device functionality. Longevity estimation was performed and device exceeded the projected longevity.